Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager and latch required replacement. A field service engineer inspected the latch and the smart remote manager were securely attached to the fridge to resolve this issue the serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed. The customer reported that the user was able to get the medication from second pyxis and there was no delay to the patient care. There were no adverse events or injuries reported based on this event.